Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using in-house contour next link meter and in-house contour next test strips from lot # 7hpef13a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight was not provided.

Event description:
The customer reported that she went to the physician's office because she was receiving high readings on her contour next link meter. The customer had no symptoms of hyperglycemia. When she visited the physician's office, she obtained readings of 552 mg/dl, 564 mg/dl and 468 mg/dl on her contour next link meter, and a reading of 191 mg/dl with the physician's meter. All the readings were taken within 10 minutes. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.